Manufacturer narrative:
Trackwise ID# (B)(4). The device was returned to the factory for evaluation on 08/21/2023. An investigation was conducted on 08/24/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the devices. The aortic cutter was observed to be intact with no defects observed. The delivery device was returned outside the loading device. The blue slide lock was on and the white plunger was not depressed. The seal and tension spring assembly was observed inside the window of the loading device. The seal was removed from the loading device with no difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.222 inches. The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem", was confirmed. The lot # 3000310408 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), when it was time to use the device, just before proximal occlusion was required, the correct loading sequence was followed. At step 4 the delivery device was withdrawn and the proximal seal was not loaded. It appears the seal was adhered to loading device. Case was completed with a partial (side biting) occlusion clamp. No procedural delay. No harm.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm), when it was time to use the device, just before proximal occlusion was required, the correct loading sequence was followed. At step 4 the delivery device was withdrawn and the proximal seal was not loaded. It appears the seal was adhered to loading device. Case was completed with a partial (side biting) occlusion clamp.